Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device failed to discharge and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the device software being incompatible with the system board. It is important to note that the device has not been serviced since manufacture. The customer does not have any information regarding upgrading the device. Customer declined repair of the device and it was labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.